Event description:
It was reported that during an open reduction and internal fixation of left fifth metatarsal fracture, the anchor was fractured when screw in. The procedure was successfully completed with a backup device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One curved osteoraptor device used in treatment, was returned for evaluation. Instruction for use contains precautionary statements and recommendations for proper use of product. Per instruction for use recommendation is critical for ease of insertion and successful anchoring. The product is intended for hip and shoulder applications. The listed procedure was a ¿metatarsal fracture¿ which may have contributed to the failure. The inserter was returned bent at the distal end. The anchor was fractured at the proximal end where it was completely split open. This typically occurs with loss of axial alignment, use for leverage and excess torque applied. One strand of cobraid was loosely attached to the anchor but not the inserter. Per instruction for use: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Implantation of the osteoraptor curved 2.3 suture anchor requires preparation of the insertion site. Pre-drilling with the appropriate smith & nephew flexible drill bit while using the smith & nephew curved guides is the required method of site preparation. Only use the appropriate flexible drill bits, flexible obturators, and curved guides intended for use with the osteoraptor curved 2.3 suture anchors. Use of other instruments may injure the patient, damage the instruments, or compromise the fixation. No indication suggests product did not meet specifications upon release for distribution. Product met specifications upon release to distribution.